Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11 the product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified product combination was indicated with qualified company viscoelastic. The company lens model is only qualified for use in the company cartridges and handpiece. The product was not returned. The root cause for the reported haptic damage appears to be related to a failure to follow the IFU. A non-qualified product combination was indicated. The company lens model is only qualified for use in the company cartridges and handpiece. The IFU (instructions for use) instruct company foldable iol (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. File will be reopened if new information or the product is received. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens implantation surgery, haptics found to be broken and there was no injury to the patient. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in b.5., and d.10 the manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the issue was with the leading haptics and surgery was completed using another unspecified lens.